Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the display screen was blank and there was moisture present inside the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/12/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/22/2015 with the following findings: there was visible corrosion inside the battery compartment. The pump failed a leak test due to a battery compartment leak. There was no further evidence of moisture internally. The battery compartment crack was on the side of the battery compartment from the threads traveling down to the case seal. The allegation of a blank display screen was not duplicated, but the moisture ingress was. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.